Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but [1] photo was provided for investigation. One customer photo was received for review and analysis. After review and analysis of the customer received photos, bd is unable to confirm the customers reported defect of underfill through customer photos. In addition, 20 retention samples were subjected to a draw test for low or no draw. All tubes were within specification. Bd is unable to confirm the customers reported defect of underfill through retain testing. The device history record was reviewed with no issues being identified. There were no quality notifications. All process and final inspections comply with specification requirements. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported during use with bd vacutainer® serum blood collection tubes the tube had a low draw. Patient was recollected. The following information was provided by the initial reporter: (B)(6) low vacuum pressure.

Event description:
It was reported during use with bd vacutainer® serum blood collection tubes the tube had a low draw. Patient was recollected. The following information was provided by the initial reporter: sm 367820_2258780 low vacuum pressure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.